Event description:
It was reported to philips that the device was not recording the ECG. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.